Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 569ml/dl, with symptoms of dehydration, associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and below the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the loss of prime occurred two or more times with more than one cartridge. The cartridge was over/under cycling, being used for longer than 2-3 days, and being inserted with cold insulin. The patient was educated on loss of prime warnings and cartridge use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.